Event description:
It was reported that the surface of the device was greasy. Report only. (3/18/2009 additional information: customer requested us to report the evaluation results to them.

Manufacturer narrative:
Customer report was confirmed. The hydra33 insert received in a open pouch. The insert was found to be leaking from what appears to be a crack around the rear mounting tab. See photo